Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received with both front corners of the top case chipped. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. A error history log reviews revealed primary audible alarm during power on self test as well as an acu watchdog alarm. To further investigate the reported issue, a power up process was performed. The issue could not be duplicated. The cause could not be determined as the acu watchdog alarm is a sympathy alarm that sympathizes the primary audible alarm post error. The speaker was replaced as a preventative measure. The device passed all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.